Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l5-s1. It was reported that after three months the first screw broke, and then after six months a second screw broke, and again after nine months the third screw broke. The patient noticed a squeaking noise but never reported pain. Fusion did occur. The patient underwent a revision surgery to have the screws removed. Portions of the screws remain in the patient.

Manufacturer narrative:
Visual review confirms screw breakage at approximately 1-2 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Significant and severe fracture surface damage is noted. Microscopic examination of undamaged region of the fracture surface provides some evidence of progressive striations consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm the implant is within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.